Manufacturer narrative:
One video provided by the customer that confirms the complaint of leaking. One used. List #am6130, 6" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer, one used. List #unknown, microclave. As received, no physical damage or other anomalies were observed noticed that the connection at the mixing valve was not secure, the male luer was not fully inserted into the female luer threads, causing the leak. Probable cause, connection not fully inserted during assembly. Confirmed customer complaint of leaking on the returned sample. A device history lot# review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, a 6" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer generated a leak during patient use. It was stated in the report that the product was leaking. There was no patient harm reported.